Event description:
It was reported that during an unknown procedure, the device did not work. The customer believes that the device was not used on the patient but cannot provide any details about the problem. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip, advancer bypass the analysis results of the found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; two pear shaped clips were released. The device was cycled, the next three clips were conforming and then, the device bypassed the remaining four clips causing pear shaped clips. During the advancer bypass incidents, the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. Finally, the device locked out as intended but the orange indicator did not show up. No incident related to the reported event was observed during the batch record review.